Event description:
O2 line disconnects from bag. This has occurred on at least 2 arrest situations. Investigation has determined that the supply line easily disconnects on roughly half of in house stock and involves all lot numbers.